Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was not confirmed. The evaluation found the device was working as intended with no failures. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the device was used with a high-frequency device other than an olympus device, resulting in a noise-blackout. However, the root cause could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the 4k uhd lcd monitor had intense noise and temporary blackouts during times of high frequency output. The issue was found during the therapeutic colon polypectomy, and the issue was completed with the same set of equipment with no delay. There were no reports of patient harm. The customer confirmed that the reported issue occurred on a prior date (event date unknown). This report is for the first occurrence with an unknown event date. Patient identifier (B)(6)captures the event on the second occurrence (event date (B)(6) 2023).